Event description:
The patient reported current nebulizer is not functioning well and needs a replacement nebulizer. Patient did not miss a dose. Unknown if patient experienced an adverse event. Unknown if defective device is on hand for return. Unknown if md is aware. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified. Product start date/product lot number/expiration date: unknown, (B)(6) has not dispensed medication yet.